Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported by the patient for the bent cannulas three hours of use due to which hyperglycemia occurs. Event occurred on 03/31/2024, 04/01/2024 and 04/02/2024. Blood glucose was 500+ mg/dl. Infusion set was placed in abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.